Event description:
The clinic reported that a laser vision correction patient presented with trace/mild diffuse lamellar keratitis in both eyes one day post operation. Account reported there was no loss of best corrected visual acuity (bcva) and they increased the topical steroid dosage. Patient had no comments or complaints.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
Report source(s) - healthcare professional, user facility and company representative. Placeholder.